Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the baby¿s temperature was unstable from 32.2c to 35.6c on the arctic sun device within a ten-minute time. Nurse changed the probe, and the arctic sun device and temperature was more stable. Nurse wanted to know if temperature shifts were patient or device related. Nurse was not currently in the patient's room and could go in there. Mss explained that if the temperature changed that drastically within 10 minutes either the temperature probe or the temperature in cable were likely faulty. Mss also stated that if the patient might have temperature fluctuations that were patient related, they would not be that erratic so suddenly. Nurse would pass the information to the day nurse and have them call back before making any changes and if they experience temperature fluctuations again.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby¿s temperature was unstable from 32.2c to 35.6c on the arctic sun device within a ten-minute time. Nurse changed the probe, and the arctic sun device and temperature was more stable. Nurse wanted to know if temperature shifts were patient or device related. Nurse was not currently in the patient's room and could go in there. Mss explained that if the temperature changed that drastically within 10 minutes either the temperature probe or the temperature in cable were likely faulty. Mss also stated that if the patient might have temperature fluctuations that were patient related, they would not be that erratic so suddenly. Nurse would pass the information to the day nurse and have them call back before making any changes and if they experience temperature fluctuations again.